Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to confirm keypad anomaly, unexpected battery power loss, displayable history crc check failed on startup, unexpected restart error, external ram crc error alarm and unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The esc and act buttons were hard to press. The insulin pump alarmed unexpected restart, off no power, external error, and displayable history check failed on startup. Customer states they did not receive a low battery alert prior to the off no power. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.